Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (750mg,ip, every 2nd day, ongoing) and fortum injection (1gm, once a day, ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.